Event description:
Patient's right upper extremity (rue) had ecchymosis and streaks of abrasions with erythema at the bp cuff site. The bp cuff was on the patient when they were received to the floor. The patient reported feeling pain/tight squeezing/pinching to site while in the pacu. This is an underreported issue by our facility. Have received numerous e-mails in reference to this happening before at the hospital.